Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was previously hospitalized. The customer reported having keytones and stiff muscles. Customer's blood glucose level was 480mg/dl. It was also reported that the customer had bent cannulas. No significant event leading up to the event were mentioned.